Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was replaced due to an increase in atrial and ventricular sensing impedance measurements.